Manufacturer narrative:
(B)(4). Initial surgery in 1996. Medical devices: unknown mallory head, unknown cup, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was destroyed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the patient underwent poly revision 22 years post initial surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-rays were provided and the review stated that there was dislocation of the femoral head in relation to the acetabular cup. A probable polyethylene liner dysfunction was noted. No evidence of loosening or wear was present. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.